Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular (rv) lead exhibited loss of capture, far p oversensing, and r wave amplitude variation. It was further noted the lead was dislodged. The lead was successfully repositioned on (B)(6) 2024. The patient was stable.